Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to pocket infection. Reportedly, the patient presented to the hospital with drainage from the site. There were no additional adverse patient effects reported. This lv lead was explanted.